Manufacturer narrative:
The potential exists for setscrew cross-threading and/or stripping in the expedium spine system due to improper alignment of the setscrew and/or medial/lateral forces being applied during final tightening. Care should be taken when mating the threads. Root cause appears to be related to inadvertent cross-threading during attempted insertion.

Event description:
Contact reported that when placing a setscrew into a spinal fixation screw, the threads of the setscrew stripped. A second setscrew experienced the same problem. The surgeon then removed the screw and placed another and a new setscrew was used to lock the implant in place. The problem experienced resulted in a delay in the case in excess of 30-min. As a result an MDR is filed to document this event. There was no adverse pt outcome reported as a result of this event.